Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 41 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 70 mg/dl. The customer was advised about the proper calibration process. Current blood glucose was 68 mg/dl. The customer was advised to change the sensor if the issue continues after waiting 5 hours.